Event description:
It was reported to the arjohuntleigh: "facility confirmed the equipment was working properly and feel the incident occurred due to change in patient condition and improper selection of device. Patient had been assessed for the sara plus and was using without issue throughout the day. The patient had been up for approx. 2 hours and wanted to return the bed. Patient was able to reach a standing position using the sara, but during the transfer his legs became weak and buckled. Staff felt he was going to fall and took action to support his hips/legs to prevent a fall. Staff rested patient weight on her leg thus sustaining muscle strain and patient incurred a skin tear on right upper arm." Ref MFR # 3007420694-2014-00013.